Event description:
It was reported that a patient implanted with this artificial urinary sphincter (aus) experienced an increase of urinary incontinence that steadily worsened during the last two months prior a surgical intervention. Physician suspected the urinary incontinence was related to both atrophy and fluid loss; however, during the procedure, air was noted in the system, no leak was found. Therefore, the entire aus was removed and replaced. Surgery was successful and patient was set to fully recover. No additional patient complications were reported.